Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported the flange of a portex® bivona custom 3.5 flextend¿ tts¿ tracheostomy tube was broken. The tracheostomy tube had been in use for four days. Reporter thinks the tracheostomy tube may have been damaged on initial insertion. A whistling sound was heard coming from the trach. No injury was reported.